Event description:
It was reported that the shock lead impedance of this implantable cardioverter defibrillator (ICD) system was high out of range, up to 126 ohms. Technical services (ts) discussed troubleshooting and possible causes. The right ventricular (rv) lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this ICD remains in service.